Manufacturer narrative:
The devices are returning to arthrocare for investigation. Once the investigation is completed and a lot history review has been done, a follow-up report will be provided. (B) (4). (B) (4). Two of two; cross reference MDR 2032380-2010-00007.

Event description:
On (B) (6) 2010, the patient underwent an arthroscopic rotator cuff repair using two magnum2 plus knotless implants. When the bullet failed to lock the suture in place for both devices, the surgeon decided to finish the procedure as a mini-open. He completed the surgery by using sutures through the bone (transosseous tunnels). The patient is reportedly doing fine post-operatively.